Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 600mg/dl. The customer did not provide their current blood glucose level. The customer treated high blood glucose levels with manual injection. The customer was having headaches and she took out the infusion set and found it was bent. The customer decline to trouble shoot for high blood glucose levels and bent infusion set.